Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter's technical services center after noticing air in their patient line when they connected at "stopped drain", without an alarm. The technical service representative (tsr) assisted the home patient (hp) to end therapy, and advised them to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, baxter product surveillance spoke with the care giver (cg). The cg stated she could not recall this issue and she could not provide any additional information. There were no samples or lot numbers available. Since then, the hp?s therapy has been going well. There was patient involvement but no injury or medical intervention was reported. This complaint for a report of a air in tubing (without alarm) was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.